Event description:
Healthcare professional reported extremely hard painful implant capsule with a shape change" and a capsular contracture baker grade IV on the left side diagnosed by palpation. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Phone number: (B)(6). Fax number: (B)(6). (B)(6). Tel.: (B)(6). E-mail: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified encapsulation is observed in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.